Event description:
It was reported that the device had a broken liquid crystal display (lcd). No patient injury reported.

Manufacturer narrative:
One device received for investigation with a cracked tank cover, broken pole clamp, chipped front cover and faded line cord, and an outdated printed circuit board (pcb) and power switch. Removed the front cover for a visual inspection and discovered the lcd was cracked and not working. Based on the evidence the reported issue was able to be confirmed. It was determined that this damage was caused by user interface. No repair actions were taken due to the age and condition of the device. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.